Event description:
Customer reported an over infusion. Pump was programmed for intermittent therapy. Total bag volume (including 30 ml overfill) was 300 ml. To be delivered in 3 one hours. Therapy was an antibiotic and there was no report of pt injury. Pump was exchanged and therapu continued.